Event description:
It was reported that the guide wire bent during removal of the dilator.

Manufacturer narrative:
(B)(4). Additional information: complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. The probable cause of the guide wire bending during dilator removal could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).